Manufacturer narrative:
The tech isolated the issue to the scale ppm sensors. The tech replaced the scale ppm sensors to resolve the issue.

Event description:
Tech alleged that when the ppm was armed, it did not alarm when the pt got out of the bed. No alleged injuries.